Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The vessel diameter is reported as 2.5 mm. The lesion was not pre-diliated. The physician deployed a taxus express2 8.8% 2.5 x 20 mm drug eluting stent in the 70 - 80% stenosed mid circumflex (cx) at 16 atms. Post deployment, the balloon was unable to be retracted or advanced sufficiently to be retracted into the guide catheter. The physician tried reinflating to 2 atms and deflating twice, pulling additional negatives, using a buddy wire technique, and purging the balloon of contents in exchange for saline. The physician eventually had to deep seat the guide into the cx to remove the balloon. No pt injury or complications was reported.